Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infection at infusion set insertion site event on (B)(6) 2026. Patient getting treatment for wound care at wound care center. The patient replaced the infusion set and resumed insulin deliveries successfully.